Manufacturer narrative:
The patient had a pump exchange on (B)(6) 2019 which is captured under MFR #2916596-2019-03106. This report is only for the system controller. The report for the vad is captured under MFR #2916596-2019-03235. Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced low voltage alarms while on power module after returning from pump exchange. The alarms did not show up on system monitor and only showed up on system controller upon interrogation of the device. The submitted log file on (B)(4) 2019 shows system controller fault. The log file also shows that the driveline was never connected. The primary system controller, (B)(4), was exchanged. The exchanged system controller continued to alarm and could not be turned off. The perfusionist stated that hm3 controller was found "in a pool of bed in the drape." The perfusionist clarified that the system controller was exposed to fluid (blood) on the sterile field. The system controller was cleaned before placing the backup battery. It has been confirmed that this is the system controller that was attached to the patient in the or and was running upon admission to the cardiothoracic intensive care unit (cticu). The exposure to fluid may be the reason the report came back as the system controller never being connected to the driveline. After the system controller was exchanged, no further issue was reported. The rpms, flow, and pi all were displayed and the vad settings returned to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault was confirmed via the submitted log file; however, the report of the controller not being able to be shut down was not confirmed. A review of the submitted log files spanned approximately 1 day (25jun19 per time stamp). The log file shows the controller not being connected to the driveline and without the fixed speed being set yet. On 25jun19 at 0:04, the controller internal fault activated due to a backup battery test circuit fault. The alarm resolved at 07:27 when the controller was reset. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Visual inspection of the main pcb revealed dried fluid residue and corrosion in the area around the j6 connector. This could have contributed to the controller fault at the time of the event even though it did not affect testing. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to handle properly interpret and troubleshoot alarms, including controller fault and backup battery alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly clean and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.